Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02249. It was reported that the burr became stuck on the guidewire a 1.50mm rotalink plus and a 330cm rotawire were used in a percutaneous coronary intervention. During procedure, it was noted that the burr became stuck on the guidewire and was unable to rotate. The burr and wire were then pulled out together from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.